Manufacturer narrative:
No medical records were provided to the manufacturer. An image was provided and is currently under review. The lot number for the device was provided; therefore, the device history record is currently under review. The device was returned to the manufacturer for evaluation. The results of the device evaluation will be furnished upon completion of the event investigation which is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during retraction, the pta balloon catheter allegedly became stuck and the balloon detached. It was further reported that surgical intervention was required to remove the detached balloon segment from the patient's leg. Patient status is unknown.

Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual inspection: the sample was returned without the product packaging and label. The returned segment contained the distal end of the catheter, including the balloon, and measured 39.0cm from the complete circumferential break to the distal tip. The balloon appeared to have been previously inflated. A tear in the pebax located between the balloon-catheter glue joint and the proximal cone of the balloon was identified. No other anomalies were noted to the catheter. Functional/performance evaluation: the detached end of the catheter was cut and connected to a touhy borst adapter which was connected to an inflation device. Water was used to inflate the balloon. The balloon was inflated to nominal pressure. The balloon was unable to be inflated to rated burst pressure, as the tuohy borst adapter could not maintain a proper seal with the catheter at that high of pressure. The balloon was deflated without issue. No further functional testing could be performed due to the condition in which the sample was returned (i.e. Catheter detachment). Medical records review: medical records were not provided for review. Image/photo review: based on the image provided, there is some separation of contrast identified at the distal aspect of the balloon adjacent to the marker on the pta balloon, can be confirmed. Based on the image provided, no identified extravasation around the perimeter of the pta balloon can be confirmed. Based on the image provided, balloon separation from the deployment system, cannot be confirmed. Based on the image provided, pta balloon twisting causing a void of contrast distal portion pta balloon, cannot be confirmed. Conclusion: the device was returned and an image was provided. The investigation was confirmed for a catheter detachment and torn material based upon the condition in which the sample was received. The investigation was inconclusive for entrapment, as the original conditions of use could not be recreated (i.e. Patient vessel). Per the reported event details, "the balloon was probably not completely deflated". Per instructions for use (IFU), do not advance or retract the catheter unless the balloon is fully deflated. Therefore, it is possible procedural issues contributed to the event. However, the definitive root cause for the reported issues could not be determined based upon the available information. Labeling review: the current IFU (instructions for use) states: warnings: if resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Precautions: if resistance is felt during post procedure withdrawal of the catheter through the introducer sheath, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the sheath and then completely evacuate the contrast before proceeding to withdraw the balloon. If resistance is still felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit.

Event description:
It was reported that during retraction, the pta balloon catheter allegedly became stuck and the balloon detached. It was further reported that surgical intervention was required to remove the detached balloon segment from the patient's leg. The patient was reported as doing well post procedure.